Manufacturer narrative:
(B)(4). Patient weight not provided/unknown. Device brand name unknown. Device catalog number and lot number not provided/unknown. Implant date unknown. Reporter's email not provided/unknown.

Event description:
It was reported that the patient had discomfort and the implant had to be removed. The doctor noted that this case was inherited.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified minor signs of usage but no evidence of any significant wear, damage, or deformation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this event.